Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi and 408 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of hi using truemetrix air meter and 590 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is 05/17/2017. The meter memory was reviewed for previous test result history: hi 05/29/2017 02:52 pm fasting:no, the 408mg/dl (B)(6) 2017 09:25 am fasting:yes, the 414mg/dl (B)(6) 2017 09:24 am fasting:yes, the 414mg/dl (B)(6) 2017 12:11 pm fasting:yes, the 407mg/dl (B)(6) 2017 10:25 am fasting:yes. Memory concerns: all readings in meter memory.